Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-15025. The pt received two percutaneous leads (from different lot numbers) as part of his scs system. It was reported the pt was not receiving adequate stimulation and the leads were explanted on (B)(6) 2012. Surgical leads were implanted on (B)(6) 2012 and it was reported the pt received adequate stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.